Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive power cable and the real time operating system were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that during a procedure, the system would intermittently stop doing subtraction and then require a restart to regain the functionality. There is no report of pt injury.